Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received in used condition. A review of the event history log found evidence of high pressure and no disposable alarms. During the functional testing, the device functioned as intended but was out of specification. The most probable cause of the issue was a defective downstream sensor. The downstream sensor was replaced. There was a previous service in (B)(6) 2024 but it was not found to be related to the current reported problem. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device was over occluding. The fault occurred during testing. There was no patient involvement and no patient harm/no adverse event reported.